Manufacturer narrative:
Due to additional information, the following updates have been done: 1. Event description in section b.5 has been updated. 2. Manufacturer awareness date has been updated in sections f.6 and g.3.

Event description:
Allegedly, the femoral component broke and caused a lameness in the patient and pain in his knee. The insert has resulting wear.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the femoral component broke, caused a lameness in the patient and pain in his knee.